Manufacturer narrative:
This report is submitted on february 05, 2023.

Event description:
Per the clinic, the patient experienced pain with the internal device. Troubleshooting and re-programming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on march 14, 2023.